Manufacturer narrative:
Upon completion of the investigation it was noted that functional testing was not performed since it was judged that the extent and location of the nicked edges and surfaces observed on the drill body could affect the proper function of the perforator. Dimensional inspection was performed on the perforator¿s metal parts. No non-conforming dimensions were recorded. The root cause for the reported problem was not determined. A review of the lot history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Historically for complaints of this nature, the returned perforators have been visually inspected as received, disassembled and cleaned, and then visually inspected. No discrepancies have been found. The perforators have been reassembled and were functionally tested for cutting and drilling. They've been found to meet specification requirements. The reported condition could not be duplicated. Reviews of the device history records have found no discrepancies. The complaints have not been confirmed. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Event description:
The sales rep reported that the perforator did not disengage and caused a small dural tear. It was also reported that the perforator came apart on its own and that the delay in surgery was estimated to be about 30 minutes.